Event description:
Description of event according to complainant: patient came in for an issue unrelated to filter. It was noted on CT that 1 confirmed (potentially multiple) leg, penetrated ivc wall. The confirmed penetration is asymptomatic and the filter will not be retrieved. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No product received for investigation as filter is still implanted. Few image have been available for the investigation. Imaging confirms that all four celect platinum legs have perforated the ivc. Also, it was noted that one of the secondary filter leg is either entangled or one has fractured and embolized outside the field of view. Duodenal perforation is unlikely but cannot be excluded on this imaging particularly given the history of gi bleed. The cava is narrowed at the level of the hook and renal veins from low intravascular volume and stenosis. Filter perforation of the vena cava wall is a well known risk. Several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation the majority ends up in successful filter retrieval.

Manufacturer narrative:
(B)(4). According to the information provided by complainant the filter was not retrieved.